Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had repeated sensor calibration issues. The insulin pump went into threshold suspend when their blood glucose level was not low. The customer's sensor glucose reading was below 3 mmol/l but their blood glucose level was 6.5 mmol/l. The calibrations were not accepted and the customer was asked to replace the sensor. The device was not returned.